Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture. Review of device data identified observed noise in the recorded episodes. Noise was able to be reproduced with lead manipulation. Rhythmcare then recommended replacing the lead. No adverse patient effects were reported.